Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product by the customer. Result unomedical's quality department has performed following tests: "a visual inspection and a test for flow, leak and static pull were performed on the returned used device. The tubing was split from the luer lock reservoir connector (1/5). Also the tubing was cracked near the luer lock reservoir connector and for this condition it was leaking (4/5). The user applied too much force on the tube/luer connection. Flow test results were within specification. The reference samples were visually inspected and tested for flow, leak and static pull. All test results were within specifications. The batch record for lot # 225468 was verified and found it within specifications." The problem mentioned by the customer is related to mishandling of the product by the customer.

Event description:
Company representative reported the patient has several infusion sets which have been cut from the infusion device end. Patient is a child. Company representative stated the tube first turns white and then kind of slides off. Company representative reported it seems that the tube is kind of wearing out and then gets cut. Company representative stated according to the parents, the child is not doing anything which could cause the cut. Company representative reported this issue has occurred with several different sets of infusion sets. Company representative stated the parents mentioned that this issue has not caused any danger to the child. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.